Event description:
A customer contacted baxter's technical service center reporting about noticing a tiny pin hole in the patient line during fill 1 on the homechoice (hc) machine. The technical service representative (tsr) assisted the home patient (hp) with starting over with new supplies there was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4).this complaint for a damaged was not confirmed. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.